Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, approximately and a half months post implantation of a 26mm sapien 3 ultra valve in the aortic position and with good result, the patient was presented with moderated/severe pvl and moderate to severe aortic insufficiency (ai) and is hemolyzing. A tentative plan is to treat the pvl with a balloon dilatation using a delivery system in a few days. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 1 and a half months post implantation of a 26mm sapien 3 ultra valve in the aortic position and with good result, the patient was presented with moderated/severe pvl and moderate to severe aortic insufficiency (ai) and is hemolyzing. A tentative plan is to treat the pvl with a balloon dilatation using a delivery system in a few days.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections d5, e1, e3, g6, h6: health effect - clinical code, device code(s) and type of investigation h10 has been updated. Device was not returned, however, complex imagery was returned and following observations were made: the annulus area for the 26mm size thv is within the recommended size, calcification was present on patient non-coronary leaflet, a paravalvular regurgitation was observed on deployed valve and an aortic regurgitation was observed in patient transesophageal echocardiography (tee). As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The information for use (IFU) provides guidance for potential adverse events and the procedural training manual provide guidance for assessing aortic regurgitation and management. Potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include, paravalvular or transvalvular leak. Procedural training manual: assessing aortic regurgitation management: differential diagnosis, wide pulse pressure (with lower diastolic pressure than baseline) may indicate sever aortic regurgitation (ar). Echo should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). Paravalvular leak: improper sizing, calve too low and leaks around skirt, valve too high and skirt unable to seal at annulus, incomplete expansion and bulky calcification creates irregular contact between thv and annulus. Management: depends on etiology, stabilization of hemodynamics priority and management can include post-dilatation or surgery. Assessing aortic regurgitation: small paravalvular regurgitant jets are common and are hemodynamically insignificant, and may resolve within minutes to hours. Assessing aortic regurgitation: consider post-dilation if paravalvular jets are clinically significant, use the same rapid ventricular pacing protocol, if limited space in sinuses with bulky calcification, avoid post-dilatation as risk of aortic rupture, hematoma or coronary obstruction is increased, post dilate with the same balloon. Risks: central ar, aortic trauma, embolic complications. Potential benefits: reduce paravalvular ar, improved thv shape, improved hemodynamics. Note: if regurgitation is central rather than paravalvular, do not post-dilate. No IFU/training deficiencies were identified. A complaint history review was performed on confirmed device complaints for "paravalvular leak". The complaints were reviewed based on similar reported events and there were no definitive root cause at the time of the engineering evaluation. A complaint history review was performed on complaints for "central regurgitation" and identified potentially similar events. Available information suggests that the procedural factors (over-expanded valve) may have contributed to the reported events. Since no edwards defect was identified, no corrective or preventative action is required. A risk management documentation review was performed on the reported event, "paravalvular leak" and there was no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with position of thv with respect to native annulus / bio prosthesis resulting in additional percutaneous intervention. A risk management documentation review was performed on the reported event, "central regurgitation" and there was no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with thv coaptation and position with respect to native annulus / bioprosthesis resulting in additional percutaneous intervention. The complaints for "paravalvular leak" and "central regurgitation" were confirmed through imagery review. A review of the device lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. "Paravalvular leak". As reported "approximately 1 and a half months post implantation of a 26mm sapien 3 ultra valve in the aortic position and with good result, the patient was presented with moderated/severe paravalvular leak (pvl) and moderate to severe aortic insufficiency (ai) and is hemolyzing. Additionally, it was noted that valve was dilated with a 26mm delivery system with 2 extra cc's and the issue was resolved. In this case it is possible that the valve was not fully expanded resulting in the pvl skirt not properly sealing against the annulus leading to the paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As such, available information suggests that procedure factors (valve under-expanded) may have contributed to the complaint event. However, without further information, a definitive root cause is unable to be confirmed at this time. "Central regurgitation". During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it is possible that under- expanded valve can make the leaflets coaptation inadequate potentially resulting in regurgitation. Due to the limited information, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
(B)(6) smdr engineering evaluation pvl/hemolysis due 02/11/2022. A supplemental MDR is being submitted due to engineering evaluation findings . Section h6: type of investigation, investigation conclusions and h10 has been updated. The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy and it was observed that the annulus area for the 26mm size thv is within the recommended size. Calcification was also present on patient's non-coronary leaflet. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100%, DHR and lot history of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The information for use (IFU) provides guidance for potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular leak. Assessing aortic regurgitation: paravalvular, small paravalvular regurgitant jets are common, they are hemodynamically insignificant, they may resolve within minutes to hours. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "paravalvular leak" and "central regurgitation" were unable to be confirmed. A risk management review was performed and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in additional percutaneous intervention. The complaint for "paravalvular leak" and "central regurgitation" were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the device lot history, DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported "approximately 1 and a half months post implantation of a 26mm sapien 3 ultra valve in the aortic position and with good result, the patient was presented with moderated/severe paravalvular leak (pvl) and moderate to severe aortic insufficiency (ai) and is hemolyzing. Additionally, it was noted that valve was dilated with a 26mm delivery system with 2 extra cc's and left the patient with trace pvl by tee and zero by angio and a avmg of 12mmhg by tee. The patient remained stable throughout." This case it is possible that the valve was not fully expanded resulting in the paravalvular leak (pvl) skirt not properly sealing against the annulus, leading paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included.